Event description:
I had the essure coils place on (B)(6) 2012. The doctor that implanted them refused to tell me the products contain nickel, to which I am highly allergic to. After four months of going to different doctors and specialists, one doctor finally decided to essure coils were the problem and decided to do surgery because of the nickel allergy. During surgery, the doctor found that the coils caused so much swelling that they were bending my fallopian tubes backwards towards my spine and tearing my fallopian tubes off of my uterus. The surgeon stated to my spouse that if I would have waited any longer, the tubes were so close to tearing through that I could have bled to death. I had a full tubal litigation on (B)(6) 2013 where my fallopian tubes had to be completely removed and the top portion of my uterus had to have portions removed and "fixed" by cauterization due to the damage the coils had caused. These coils are dangerous and caused my health to deteriorate over a matter of months. I went from a fairly healthy young woman to someone who put on over 20 pounds due to swelling and ended up having to use a wheelchair because the pain and numbness caused by these coils mostly rendered my ability to walk. Some of the more severe side effects I experienced were: migraine headaches, never experienced one before essure, extremity arms, hands, legs, and feet, numbness and tingling, severe middle and lower back pain, vision deterioration. Had to get prescription glasses so I could see. Approx 22 pounds in weight gain, rash on lower abdomen and on the inside of my thighs. Event abated after use stopped or dose reduced: yes.